Event description:
According to the initial information received, the patient implanted with this 38mm amplatzer septal occluder (aso) had insufficient posterior (2mm) and superior (4 mm) rims. Approximately 24 hours post-procedure, the aso embolized. The device was surgically retrieved and the patient's defect was surgically closed. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 12f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided, therefore, the cause of the embolization remains unknown.